Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information received, a cause of the reported hypotension, hypertension, tachycardia, bradycardia and mitral regurgitation could not be conclusively determined. However, hypotension, hypertension, tachycardia, bradycardia and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Surgical intervention, unexpected medical intervention, medication required, and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. B3 date of event is estimated. D6a: date of implant is estimated. D4 the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article titled "hemodynamic tolerance of teer device extraction followed by tmvr".

Event description:
The article, ¿hemodynamic tolerance of teer device extraction followed by tmvr¿, was reviewed. The research article presents a case study of a recurrent mitral valve dysfunction or mitral regurgitation after transcatheter edge-to-edge repair (teer). This article describes the time required and hemodynamic profiles of the percutaneous mitraclip (abbott cardiovascular) extraction followed by compassionate use of a non- abbott transcatheter mitral valve replacement (tmvr) system. The patient was placed on an intra-aortic balloon pump (iabp). During the procedure there were moments of low mean arterial pressure, high mean arterial pressure, tachycardia, and bradycardia; however, no patients experienced catastrophic decline in hemodynamic status. A norepinephrine infusion, vasopressin, and epinephrine were administered. The article concluded the ability of these chronically decompensated patients to tolerate a period of torrential mr was better than expected and should pave the way for more creative solutions to this challenging clinical scenario.. The primary author of the article is gregory j. Condos, md department of cardiology, university of washington school of medicine, seattle, washington, USA; department of anesthesiology and pain medicine, university of washington school of medicine, seattle, washington, USA; and the department of cardiothoracic surgery, university of washington school of medicine, seattle, washington, USA.. The correspondence author is dr james m. Mccabe, university of washington school of medicine, 1959 ne pacific street, box 356422, seattle, washington 98195-6422, USA. E-mail: jmmccabe@cardiology. Washington.edu. X handle: @jamiemccabemd.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.